Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device stopped delivering volume. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. The customer stated that the bipap stopped delivering volume. During troubleshooting, the customer reviewed the event logs and identified the following error codes: 1117: 3.3 v supply failed; 1118: 5 v supply failed and111b (post): 35 v supply failed message. The customer inquired whether, given these error codes, the initial corrective action should be replacement of the power management printed circuit board assembly (pcba). The rse confirmed this approach and provided the customer with the part information for the replacement power management board. The customer replaced the power management board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.